Manufacturer narrative:
This medwatch has been submitted as a request from the FDA for a missing initial 3500a report sent originally on (B)(6) 2016. Note: pi1-zdqi8n- corresponds to MFR # from legacy system. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2004 and tvt was implanted. It was reported that she experienced fistula, infection, scar tissue, incontinence, pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.